Manufacturer narrative:
The device was not returned; however, the lot number was provided. The review of the device history record DHR for this lot did not produce any findings that attributed to this incident. We were not able to establish a root cause based on the available information.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vessel closure system during a diagnostic procedure. A very loud click was heard when pushing down the locator button. The button was pushed a second time and the device was checked and confirmed to be against the body. When the device was pulled back against the artery, the device came out of the artery. The locator wings had collapsed. Hemostasis was achieved using manual compression. No patient injury or adverse effects were reported. No additional information available.